Event description:
It was reported that the core saber drill experienced unintended activation. No further information was available regarding this event. After return to the manufacturing facility for service inspection, it was reported that the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation.

Manufacturer narrative:
During failure analysis, the reported event was duplicated and confirmed during service evaluation. The probable cause of the issue was determined to be a malfunction of the cable assembly.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the core saber drill experienced unintended activation. No further information was available regarding this event. After return to the manufacturing facility for service inspection, it was reported that the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation.